Manufacturer narrative:
Returned product was disposed of by lab technician. This engineering review is being conducted based on data collected from the lab complaint investigation procedure. Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses has low suction resulting in decreased milk output and mastitis. Customer was diagnosed by her health care provider with unilateral mastitis on (B)(6) 2014 which resolved with oral antibiotics, nursing her baby more often and rest.